Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope, the scope working channel was perforated and leaking. Upon inspection and testing of the customer returned device, foreign material was found exiting from the scope channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a dent on scope connector cover, water tightness was lost, air/water cylinder discolored, suction cylinder discolored, due to a pinhole on ch-tube, water tightness lost, due to a crack on distal end cover, insulation resistance value at distal end did not meet the standard value, light guide lens cracked, adhesive on bending section rubber had visible thread, due to wear of angle wire, bending angle in down direction did not pass the standard value, suction tube had foreign objects, and universal cord has buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, it¿s likely the foreign material could not be removed from the channel due to physical stress of the device. The root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the cable can result. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.